Event description:
The customer reported that the insulin pump over delivered insulin into his body. Troubleshooting was declined. The customer stated that he does not use the bolus wizard to calculate insulin dosage, but he rather programs a manual bolus for his corrections. The customer requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.